Event description:
During a follow up, high threshold, low impedance and low sensing was observed. The physician did a fluoroscopy examination and found no lead movement. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.